Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tubing melted when trying to start an infusion. There was no patient involvement.

Event description:
It was reported that the device had tubing melted when trying to start an infusion. There was no patient involvement. Upon further customer follow up, additional information was obtained on 25mar2026. Customer reported there was an old humidifier on the IV pole and the tubing touched it.

Manufacturer narrative:
Correction: describe event or problem, returned to manufacturer. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: concomitant med prod data. Annex a: a1801. Annex b: b01. Annex c: c0503, c0601. Annex d: d15, d08. Annex g: g02017, g04037. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported melted tubing was not confirmed or replicated during the investigation since the administration set was not returned for investigation. The returned pcu was fully evaluated, and no issues were observed during the log review or laboratory testing. Test results measured the ground resistance for suspect pcu. Results confirmed that the unit is within specification. A ground leakage current test was performed under normal and reversed polarity, and with both open and closed neutral connections. The suspect pcu passed all testing and was verified to be operating within specification. The programmed drugs were unable to be confirmed since the infusions were programmed via remote IV. The reported event date is not contained in the event logs; therefore, the review of the event log was performed on the last day an infusion was programmed. On (B)(6) 2026, at 10:11 am, a remote IV was received and an infusion started for drug ID (B)(4)(unknown drug) at a rate of 166.667 ml/hr, volume to be infused (vtbi) of 250 ml and concentration of 6 mg/ml. A primary volume infused (pvi) of 3789.82 ml was recorded from previous infusions. At 10:33 am, the infusion was paused and a pvi of 3850.02 ml. The unit was channeled of at 10:36 am. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris system with guardrails user manual v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. This report lists imdrf annex a1801, c0503, c0601, d8, d15, and g02017, g04037 codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.